Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that during the explant procedure, monopolar cautery was used against physician labeling. As the dissections was performed around the leads and lumbar area, monopolar cautery would periodically touch one of the leads, which resulted in the patient having electrical stimulation and muscle contractions. This only occurred with one lead and appeared to indicate a short in the insulating ability of the implanted leads.